Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the overhead blower filter was found to be contaminated with dust causing a temporary failure of the active exhalation control module. The overhead blower filter and the active exhalation control module were replaced to address the issue.